Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the keypad buttons are not responsive. The customer's blood glucose reading was 91 mg/dl at the time of incident. Troubleshooting found that the display only partially returned after a new battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates. No black display, blank display or display anomalies noted during testing. No damage inside the pump was noted. All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump passed the functional tests, and all operating currents were normal. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corner, and cracked battery tube threads.